Event description:
During a review of the colleague infusion pump's event history by baxter personnel, it was discovered that failure code 403:317:871:0000 caused an interruption of delivery. It is unknown when or in which care area this event occurred. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92. There is no further complaint information available.

Manufacturer narrative:
(B)(4). After further investigation, it was determined that root cause was assigned to the u65 prom chip. This was replaced in order to correct this condition.

Manufacturer narrative:
(B)(4). An actual sample was returned and evaluated by service. The reported problem was confirmed but not duplicated. An assignable cause was not determined. A follow-up report will be filed if any additional details become available.